Event description:
According to publication, ¿midterm follow-up of composite graft replacement of the aortic root (30-year experience)¿remarkably safe, effective, and durable¿ syeda manahil haider jeoffrey, md, mohammad a. Zafar, mbbs, juan velasco, md, ahad khattak, md, hesham ellauzi, mb bch, bao (hons), afsheen nasir, md, asanish kalyanasundaram, md, bulat a. Ziganshin, md, phd, and john a. Elefteriades, md, phd (hon), this publication ¿midterm follow-up of composite graft replacement of the aortic root (30-year experience)¿remarkably safe, effective, and durable¿ by haider-jeoffrey, et al read at the 103rd annual meeting of the american association for thoracic surgery, los angeles, california, may 6-9, 2023 was discovered during the most recent on-x aap EU MDR cycle. This paper reports on a retrospective study for 564 patients that underwent cvg (composite valved graft) by a single surgeon (j.a.e) at yale university school of medicine between jan 1990 and 2020. Mechanical and tissue prothesis were used in 427 (75.7%) and 136 (24.2%) of patients respectively. All patients with mechanical valve received oral warfarin and long-term anticoagulation was maintained with a target inr of 2 to 2.5 for st. Jude valves and 1.8 to 2.5 for on-x valves. The endpoints of the study were operative mortality, endocarditis, stroke, bleeding, thromboembolism and reoperation of the root along with overall survival. The authors conclude that composite graft replacement of the aortic root is associated with low operative risk and produces excellent long-term survival, low incidence of late reoperation or late aortic events, and vanishingly low incidence of reoperation in the root portion of the aorta. This investigation is relegated to onxaap unknown configuration for: rapid atrial fibrillation/arrhythmia pericardial effusion, infection (sternal, groin, saphenous vein site), altered mental status/syncope/visual changes, dyspnea, pain, stroke/tia/te, unknown, hypotension, fever, pleural effusion, pneumonia.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
According to publication, ¿midterm follow-up of composite graft replacement of the aortic root (30-year experience)¿remarkably safe, effective, and durable¿ syeda manahil haider jeoffrey, md, mohammad a. Zafar, mbbs, juan velasco, md, ahad khattak, md, hesham ellauzi, mb bch, bao (hons), afsheen nasir, md, asanish kalyanasundaram, md, bulat a. Ziganshin, md, phd, and john a. Elefteriades, md, phd (hon), this publication ¿midterm follow-up of composite graft replacement of the aortic root (30-year experience)¿remarkably safe, effective, and durable¿ by haider-jeoffrey, et al read at the 103rd annual meeting of the american association for thoracic surgery, los angeles, california, may 6-9, 2023 was discovered during the most recent on-x aap EU MDR cycle. This paper reports on a retrospective study for 564 patients that underwent cvg (composite valved graft) by a single surgeon (j.a.e) at yale university school of medicine between jan 1990 and 2020. Mechanical and tissue prothesis were used in 427 (75.7%) and 136 (24.2%) of patients respectively. All patients with mechanical valve received oral warfarin and long-term anticoagulation was maintained with a target inr of 2 to 2.5 for st. Jude valves and 1.8 to 2.5 for on-x valves. The endpoints of the study were operative mortality, endocarditis, stroke, bleeding, thromboembolism and reoperation of the root along with overall survival. The authors conclude that composite graft replacement of the aortic root is associated with low operative risk and produces excellent long-term survival, low incidence of late reoperation or late aortic events, and vanishingly low incidence of reoperation in the root portion of the aorta. This investigation is relegated to onxaap unknown configuration for the 12 events listed below: rapid atrial fibrillation/arrhythmia. Pericardial effusion. Infection (sternal, groin, saphenous vein site). Altered mental status/syncope/visual changes. Dyspnea. Pain. Stroke/tia/te. Unknown. Hypotension. Fever. Pleural effusion. Pneumonia. Multiple attempts for additional information have gone unmet. No additional information forthcoming. A review of manufacturing records could not be performed as a definitive serial number and date of surgery were not provided by the complainant. A review of the available information was performed. This investigation reviews the clinical outcomes reported in the 2024 publication titled ¿midterm follow-up of composite graft replacement of the aortic root (30-year experience)¿remarkably safe, effective, and durable¿ by haider-jeoffrey et al. The study presents a single-surgeon, single-center retrospective cohort analysis conducted at the yale university school of medicine. It includes 564 adult patients who underwent composite valved graft (cvg) replacement of the aortic root between 1990 and 2020. The mean age of the patient cohort was 55.6 ± 13.8 years, with those receiving mechanical valves averaging 52.2 years and those receiving tissue valves averaging 65.7 years. The study population was predominantly male (84%). Mechanical prostheses were used in 427 patients (75.7%), while tissue prostheses were implanted in 136 patients (24.2%). Prefabricated st. Jude medical valved conduits (and, more recently, on-x valved conduits) were used for mechanical valve replacements. For the tissue prosthesis group, a carpentieredwards, edwards magna, or magna ease valve was hand-sewn into a hemashield graft to create the conduit. Operative mortality was reported in 12 patients (2.1%), with eight deaths in the mechanical group and four in the tissue valve group. Of these, four early deaths (33.3%) occurred in patients presenting with acute type a aortic dissection. During both short- and long-term follow-up, a total of 92 patients died, comprising 71 deaths in the mechanical valve group and 21 in the tissue valve group. Long-term survival for the overall cohort was 91.3% at 5 years, 85.4% at 10 years, 76.9% at 15 years, and 70.6% at 20 years. The cumulative incidence of reoperation on the aortic root was remarkably low, reported at 0.6%, 1.1%, and 1.1% at 5, 10, and 15 years, respectively. For distal aortic segments, the cumulative incidence of reintervention was slightly higher¿0.9% at 5 years, 2.8% at 10 years, and 4.9% at 15 years. Major late complications, including bleeding and thromboembolic events, occurred in 3.1% of patients at 5 years, 4.2% at 10 years, and 5.3% at 15 years. Long-term survival outcomes were not statistically different between the mechanical and bioprosthetic valve recipients. Mechanical valve patients had survival rates of 97.2%, 93.8%, 89.4%, and 79.1% at 1, 5, 10, and 15 years, respectively, while bioprosthetic valve patients had rates of 94.8%, 92.5%, 82.1%, and 74.2% over the same intervals (log-rank p = 0.1). Similarly, no significant difference in the cumulative incidence of bleeding or thromboembolic events was observed between the two groups. Six patients underwent transcatheter aortic valve replacement (tavr) due to degeneration of their bioprosthetic valves¿two for aortic stenosis and four for aortic insufficiency. These interventions occurred at 10, 13, 14, 15, 15, and 18 years following the initial surgery. According to the authors, composite graft replacement of the aortic root demonstrated low operative risk, excellent long-term survival, minimal incidence of reoperation, and low occurrence of late aortic events. Importantly, the need for reoperation at the root segment was exceedingly rare over the study¿s long-term follow-up. All complications and mortality events reported are consistent with the recognized risks outlined in the instructions for use (IFU) for the on-x valve. References: on-x ascending aortic prosthesis with the vascutek gelweave valsalva graft, instructions for use. This clinical outcome analysis is based on a comprehensive 30-year experience from a single surgeon at yale university school of medicine involving 564 adult patients undergoing composite graft aortic root replacement. While on-x valved conduits were used in a portion of the mechanical group, the publication does not specify which patients received on-x valves versus st. Jude medical valves. Therefore, it is not possible to associate any specific outcomes, including complications or mortality, directly with the on-x aortic aap device. Accordingly, we are unable to evaluate the contribution, if any, of the aap device to the reported clinical events. Notably, all observed adverse events are included among the known risks documented in the on-x valve¿s instructions for use (IFU). No further action is required without further information. A complaint and recall query could not be performed as the serial number is unknown. Based on the available information, a definitive root cause for this event cannot be determined. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.